Event description:
It was reported that the atrial lead was not capturing at maximum output. Fluoroscopy confirmed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.